Event description:
The customer contact reported that the device touchscreen could not be calibrated. The device was returned to the biomedical dept with an unsigned note that stated "broken touchscreen not working." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen could not be calibrated. This was due to contamination on the edges of the device touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.